Event description:
I have a stent now in inferior vena cava. Approximately (B)(6) 2011, I started complaining of r and l abd pain. I went to the (B)(6) hospital and had a CT scan. On (B)(6) 2012 received another CT scan. I was referred to another dr. This scan was also abnormal. I went and got my scan and report and went to (B)(6) to the ER. I was admitted there and had surgery, appendectomy with mucinous cystadenoma, no one addressed the CT scan where I had it. Was referred to another dr and had a colonoscopy on (B)(6) 2013. Still I complained of left sided pain. On (B)(6) 2013 had another CT scan. I kept going to doctor's complaining of left sided pain. On (B)(6) 2013 went to another doctor. She treated me for the bowels before she knew what it was. So I had several appointments with doctors and they kept saying there's nothing there. Pushed on my stomach said can't feel anything. I told them there is something there and its very painful! After awhile I think they think you make things up! So took meds for helping the bowels but that was not the problem. The pain on my left side was constant burning and painful. I received another CT scan (B)(6) 2013. Finally after several doctor appointments, I requested a scope. I had a diagnostic laparoscopy on (B)(6) 2014 and they found something. I had to wait a long time for a post op appointment. I had to call the office several times before I got an appointment. Meanwhile after several different doctor appointments and scans I was frustrated and lived in pain every day. So finally after my post op appointment, I was referred to another doctor, that appointment was (B)(6) 2014. He set up a consultation with a pa for and embolization. My sister lives in (B)(6) and is married to a doctor. She suggested for me to go to (B)(6) and get another opinion. I do not know where the techs get their education on reading scans. I had one scan that said my appendix was normal, I do not have an appendix. No one even noticed I had a filter in my inferior vena cava. The filter is an optease filter. I had an MRI also and told the tech to tell everyone reading it, that I do not have an appendix, I had a hysterectomy, they couldn't tell if I had a uterus in one scan, and I have a optease filter in my right side. I went to (B)(6) to get a 2nd opinion and the dr put on the screen the scan. I am not a radiologist tech but I even saw where the filter had completely closed my inferior vena cava. If I would have let (B)(6) do an embolization on my left side I would have died. On (B)(6) I went to the operating room and the doctor tried to take out the filter, by laser, he could not get it out. He talked to me about it and I asked him to try again because my inferior vena cava was closed and the pain on the left side was awful. The dr set it up for (B)(6) 2014. He was successful. I owe my life to him because he was the only one who noticed the vein was completely closed because of the optease filter. After the filter was removed they put in a stent for the blood to flow and performed an embolization on the left side. This was done in (B)(6). In 1992 I had r and l oophorectomy. I had a complication, pulmonary embolism. I had several surgeries after that, which I would give myself injections if the dr wanted it. I had major surgeries where the doctor didn't even have me do injections. On (B)(6) 2010 I had a r knee medial unicompartmental replacement. I had so much pain with that I went for a 2nd opinion. I kept telling that doctor the pain I had. I was told it's fused so what, doctors do not listen to their patients. So I went for a 2nd opinion and the doctor told me I had to have a filter in place. I tried to explain to him I had other surgeries with no problems. I wish I would have walked out of that doctor's office that day. So they made an appointment for me. The procedure done on (B)(6) 2011 was the optease filter insertion. On (B)(6) 2011, I had a r knee replacement. At one of my appointments I asked the doctor when the filter comes out. He forgot about it so made an appointment to get it removed. Could not get into the appointment for a while then the procedure was (B)(6) 2011 at the hospital and the procedure failed. The doctor said if he tried to pull it out it would have ripped the tissue. I have all my charts and dates of scans, etc. So for 2 1/2 years c/o pain and hello anyone know how to read scans? I am sending this because I do not want anyone else to go through what I did. So many doctors, scans, and no one listening to me. If I would have let (B)(6) do an embolization like I said before I would have died. The optease filter closed the inferior vena cava and the embolization would have closed blood flow on the left side. I talked to a lawyer and he said the filter was intact there is nothing I can do about the optease filter. Please check these filters, I feel they are dangerous. Thank god my sister had me fly to (B)(6) to another doctor. I owe that dr in (B)(6) my life. They removed the filter by laser. He noticed the vein was closed the minute he put the scan on the screen. He sat down and showed me everything. I hope I explained this ok, the main reason is to check these optease filters and see how many other people have a problem with them. They might not be necessary to put people through getting them inserted and removed.